Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings:during investigation, the pump history was reviewed and showed multiple call service alarms on 11/19/2013 had occurred. Further testing was not able to be performed due to recurring call service alarms. The pump was opened for further investigation and evaluation revealed an internal motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump's piston was not rewinding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.